Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed the customer had cleaned the guide rod. Fse inspected and thoroughly cleaned the guide rod, verified the alignment, ran 4points test and the error cleared. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were two (2) similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, message 710 z1-axis error. This error message is generated when there is operation error in z1-axis, i.e. An abnormality occurred in the up and down movement of the sampling needle. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The countermeasure is for the customer is to inspect z1-axis. Execute smp.reset. Also, if this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The most probable cause of the reported event was due to dirty guide rod.

Event description:
On (B)(6) 2018, customer reported getting message 710 z1-axis error during start up on the g8 instrument. Customer stated that the sample probe has been replaced, cleaned the guide rods, and changed out the racks. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: approximate age of device.